Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: the bottom housing was cracked. The pm board was replaced due to a yellow wrench alarm observed by technical service. The reported event, of a damaged monitor connector on the power module, was confirmed. The male terminal (ground pin) on the monitor connector was pushed inward preventing proper connection of the mating connector. The monitor connector is on the internal monitor cable assembly. The bottom housing on the cracked. The monitor connector was replaced; the bottom housing was replaced. The power module pm board was also replaced as a yellow wrench alarm was observed when the unit was repaired by technical service. The repaired unit was functionally tested and returned to customer. The power module assembly (pn 103286) was built in aug 20, 2010. The top assembly (pn 1340) was packaged and placed into inventory on sep 24, 2010. The unit was sent to the customer on (B)(6) 2010. The unit was built in accordance with manufacturing and quality assurance specifications. The unit was last serviced on aug 5, 2014. Power module and system monitor setup, use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU) the heartmate ii lvas IFU and the heartmate power module instructions for use. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the power module has a bent pin on the system monitor connection port. The unit will be returning for service. No further information was provided.